Manufacturer narrative:
(B)(4), no consequences or impact to patient. (B)(4). This report is being filed on an international product, ln 7k78, architect total b-hcg, that has a similar product distributed in the us, ln 6c21, architect total b-hcg. A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both (B)(4) results when a high concentration b-hcg sample is assessed prior to the (B)(4) sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the archtiect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted.

Event description:
The customer stated an architect i1000sr analyzer generated discrepant b-hcg results for a daily serum sample. The analyzer generated b-hcg results of 10.29, 2.38 and 1.88 iu/ml. No patient results were generated.

Manufacturer narrative:
The suspect medical device manufacturing site was changed from (B)(4). Manufactureing report number 3005094123-2011-00618 was submitted to correct this error.